Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unspecified breast surgery with a mentor memorygel 500cc silicone prosthesis experienced spontaneous unknown sided rupture post procedure. The CT-scan, and a physical examination all confirmed the rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on march 10 2021 indicated that the right side had the intracapsular rupture,. No definite sign of the rupture of the external capsule. Manufacturer¿s reference number: (B)(4).